Event description:
The pt's family member indicated that pt "lost their voice". Family member also stated that pt "can barely talk above a whisper and their voice is really hoarse". After two trips to the family md (12/2001 and 1/2002) pt was prescribed cough syrup with codeine and an inhaler; there was no improvement. When the vagal nerve simulator (vns) was turned on (1/2002), the neurologist noticed a lump on the pt's neck and referred pt back to the surgeon. Pt was told there was not a relationship between the vns, the lump, and the voice alteration.